Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) (B)(6) alleging the onetouch ultra system give him inaccurate high reading of 452 mg/dl compared to normal reading/feelings. Base on the alleged inaccurate reading, the patient's doctor gave him insulin. Subsequently, the patient was admitted to the hospital. It is not known what treatment the patient received at the hospital. There were no reported symptoms. Lifescan has made several attempts to contact the patient for more information but was not successful. Should the patient contact lifescan back for more information, a supplemental report will be sent. This complaint is being reported because the patient allegedly required hospitalization after he was treated with insulin based on the alleged inaccurate high blood glucose reading obtained on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.